Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00451.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using ruby coils, pod packing coils (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the ruby coil unintentionally detached. Therefore, the lantern containing the detached ruby coil was removed and the coil was flushed out. The physician reinserted the lantern into the target vessel; however, while advancing a pod pc through the lantern, the same issue occurred. The lantern containing the detached pod pc was, therefore, removed and the coil was flushed out. The procedure was completed using additional ruby coils, pod pc¿s, pod coils, and the same lantern. There was no report of an adverse effect to the patient.